Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during implant, the physician noted that the number of turns to tighten the lead into the header was more than expected. Further it was noted that there was suspected moisture in the header of the implantable pulse generator (ipg). The ipg was not used and a different ipg was implanted during the procedure. No patient complications have been reported as a result of this event.